Event description:
It was reported that pacing failure was noted on the left ventricular (lv) lead. X-ray showed the lv lead was dislodged. Repositioning of the lead was attempted but after many attempts it decreased the lead performance and another lead was implanted. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.